Event description:
A customer in (B)(6) notified biomérieux of a false positive cefoxitin (oxsf) result for a patient staphylococcus aureus isolate from a leg swab while using the vitek® 2 ast-p654 test kit (ref # 421912, lot# 8040900103) with software version(B)(4). The isolate was repeated on the vitek 2 with the same lot of cards and was also tested using alternate test methods cefoxitin disk diffusion and meca/mecc pcr. The results are listed below: original vitek 2 result - oxacillin minimum inhibitory concentration (mic) =0.5, oxsf positive -resistant. Repeat vitek 2 result - oxacillin mic= 0.5, oxsf negative - sensitive. Cefoxitn disk diffusion result - 28mm - sensitive. Meca/mecc pcr result - negative - sensitive. The customer reported that there was no patient harm or incorrect treatment due to the discrepant result. No wrong result was reported. The customer stated there was no delay. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An investigation was completed in response to a customer complaint for a false positive cefoxitin screen (oxsf) result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-p654 test kit (ref 421912, lot 8040900103). The customer provided the strain for investigational testing. The strain was verified to be staphylococcus aureus using the vitek® 2 gp ID test kit (lot 2420906203). Investigational testing included testing the strain using reference methods as well as analyzing the strain using the vitek® 2 ast-p654 test kit from the customer's lot (8040900103) and a random lot (8040873203). ----reference test results:---- pcr meca/mecc = neg agar dilution (ad): ox mic = 0.25 mg/l (susceptible) kirby-bauer cefoxitin (fox kb): d = 24.5 mm (susceptible) ----vitek® 2 ast-p654 results---- customer's lot (8040900103): ox mic = <= 0.25 mg/l (susceptible) cefoxitin screen (oxsf) = neg (susceptible) random lot (8040873203) ox mic = <= 0.25 mg/l (susceptible) cefoxitin screen (oxsf) = neg (susceptible) ----conclusions---- the ox and oxsf results obtained from vitek® ast-p654 testing are in agreement with the reference methods. The customer's resistant oxacillin results on ast-p654 card were not reproduced internally. The vitek® 2 ast p654 test kit cards are performing as expected. Vitek® 2 ast-p654 test kit lot 8040900103 met final qc release criteria. The lot passed qc performance testing.